Event description:
The patient had a head MRI on (B)(6) 2016. In rms (remote monitoring system) report, some alerts stating that the device reached its recommended replacement time (rrt) point were displayed. The battery was reportedly depleted. Preliminary analysis confirmed the reported behavior. The warning message concerning the recommended replacement time (rrt) is appropriate. The device will be explanted on (B)(6) 2017.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
The patient had a head MRI on (B)(6) 2016. In rms (remote monitoring system) report, some alerts stating that the device reached its recommended replacement time (rrt) point were displayed. The battery was reportedly depleted. Preliminary analysis confirmed the reported behavior. The warning message concerning the recommended replacement time (rrt) is appropriate. The device will be explanted on (B)(6) 2017.

Manufacturer narrative:
We were informed that the device was explanted and will be returned for analysis.

Event description:
The patient had a head MRI on (B)(6) 2016. In rms (remote monitoring system) report, some alerts stating that the device reached its recommended replacement time (rrt) point were displayed. The battery was reportedly depleted. Preliminary analysis confirmed the reported behavior. The warning message concerning the recommended replacement time (rrt) is appropriate. The device will be explanted on (B)(6) 2017.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed the reported behavior (overconsumption).

Event description:
The patient had a head MRI on (B)(6) 2016. In rms (remote monitoring system) report, some alerts stating that the device reached its recommended replacement time (rrt) point were displayed. The battery was reportedly depleted. Preliminary analysis confirmed the reported behavior. The warning message concerning the recommended replacement time (rrt) is appropriate. The device will be explanted on (B)(6) 2017.